Event description:
Customer reported an issue with a tandem mobi cartridge alarm during the loading process, confirmed as cartridge alarm 30 by technical support. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to remove the cartridge from the pump and attempt a bolus, which was unsuccessful due to the alarm recurring. To resolve this, technical support arranged for the replacement of both the pump and the original cartridge, while the customer planned to use manual daily injections as a backup to ensure continued insulin delivery. The customer was guided on how to prepare the defective pump for return and informed about the settings transfer and connection with their continuous glucose monitor for the replacement pump, which was dispatched without requiring a delivery signature.